Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive any product for failure analysis. A follow-up MDR will be submitted if additional information is obtained. The stapler logs show the sureform 60 stapler instrument (part number 480460-09, lot number l11230317-0543 was used first, and it was installed on the system 13x and fired 12 reloads (1 white, 1 green, 6 blue, 3 green, 1 blue, in that order). On install 1, the first clamp was successful and the firing was completed with 1 pause for compression. On install 2, the first clamp attempt was aborted by the user. The second clamp was successful and the firing was completed with 1 pause for compression. On install 3, the first clamp was successful, but was followed by a firing failure, stopping at ~70% completion, after a duration of ~67 seconds. Max force during the firing was 580 n. On installs 4-6, and 8, the first clamp was successful, and the firings were completed with no pauses for compression. On install 7, firing was completed with 1 pause for compression. On install 9, there were 2 incomplete clamp attempts, stopping at ~62% and ~63%, respectively. No firing was attempted on this install. On install 10, the prompted the user to manually select the green reload via the gui on the ssc touchpad, due to not firing on the previous install. The first clamp was incomplete, stopping at ~63% completion. The next clamp was successful, and the firing was completed with 5 pauses for compression and a peak force of 531 n. On install 11, the firing was completed with 2 pauses for compression. On installs 12 and 13, the firings were completed with no pauses for compression. There were no incomplete unclamps by this instrument. There were no stapler related errors in the logs. Next, logs show sureform 60 stapler instrument (part number 480460-09, lot number l11230317-0542), was installed on the system 4x and fired 4 reloads (1 blue, 1 green, 1 white, 1 blue, in that order). On installs 1 and 4, the first clamp was successful, and the firings were completed with no pauses for compression. On installs 2 and 3, all clamp attempts were successful, and the firings were completed with 1 pause for compression on each. The instrument was then removed and not used again in the procedure. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no errors related to this stapler in the logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the sureform 60 stapler instrument had a tissue pushout event that was repaired by creating a new staple line. The clinical sales representative (csr) was not present during the procedure however, she discussed the events with the surgeon. The event happened when the surgeon was attempting to fire over a prior staple line that had buttress material. It is unknown if buttress material was used when the tissue pushout event occurred. The procedure was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.